Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was found while reviewing the programming history of a returned laptop computer from (B) (6). At the moment, good faith attempts to obtain additional information have been unsuccessful to date.